Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) unit was not working on the batteries as a result of defective batteries. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the batteries, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 12 month product complaint trend data for the period jan 2020 through dec 2020 was reviewed. There were no triggers identified for the review period. There was CAPA mah tw-209148 identified for the reported failure mode ¿battery malfunction¿ and product ¿cs100¿. The CAPA is currently ¿closed - effective" state.

Manufacturer narrative:
The customer has been presented with the cost estimate for batteries replacement of the iabp unit. Repairs are pending approval. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) unit was not working on the batteries as a result of defective batteries. There was no patient involvement, and no adverse event reported.